Event description:
According to the op report, this valve was explanted due to pannus and insufficiency. The patient presented with shortness of breath and dyspnea. Preoperatively, catheterization showed "moderate" aortic insufficiency and "some" pulmonary hypertension. At explant, the ascending aorta was "severely calcified". One of the valve leaflets was rendered immobile by subvalvular pannus. Once the valve was excised, circumferential subvalvular pannus was noted to obstruct the outflow tract and the mobility of the leaflets. The valve and aortic root were replaced with a 21 mm freestyle porcine valved conduit. Postop echo showed minimal aortic insufficiency, a "normal-functioning" mechanical mitral valve (sjm 27m-101, also implanted in 1995), and preserved left and right ventricular function. The patient was in stable condition postoperatively and subsequently discharged 5 days post-op.